Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones since last night. The patient is monitored via latitude home monitoring system and a successful patient-initiated interrogation was sent. Boston scientific technical services referred the patient to contact his healthcare professional. Additionally, data was provided for review and boston scientific technical services indicated that this device was suspected of exhibiting premature battery depletion and a bd error alert was triggered. Recommendation was made to replace this device due to this anomaly. The patient was feeling anxious, wanted the device replaced and had asked technical services to contact the physician to schedule a replacement. The physician was informed about the 90 days replacement window and had referred the patient to a different facility for the device replacement. Subsequently, this device was replaced with a conventional ICD. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones since last night. The patient is monitored via latitude home monitoring system and a successful patient-initiated interrogation was sent. Boston scientific technical services referred the patient to contact his healthcare professional. Additionally, data was provided for review and boston scientific technical services indicated that this device was suspected of exhibiting premature battery depletion and a bd error alert was triggered. Recommendation was made to replace this device due to this anomaly. No adverse patient effects were reported. This product remains in-service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones since last night. The patient is monitored via latitude home monitoring system and a successful patient-initiated interrogation was sent. Boston scientific technical services referred the patient to contact his healthcare professional. Additionally, data was provided for review and boston scientific technical services indicated that this device was suspected of exhibiting premature battery depletion and a bd error alert was triggered. Recommendation was made to replace this device due to this anomaly. The patient was feeling anxious, wanted the device replaced and had asked technical services to contact the physician to schedule a replacement. The physician was informed about the 90 days replacement window and had referred the patient to a different facility for the device replacement. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.